Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device doesn't switch on. There was no report of patient involvement.